Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) systems low energy shock impedance measured 220 ohms. Technical services (ts) recommended an in-person evaluation along with x-rays and to consider defibrillation threshold (dft) testing. A review of historical impedance trend noted a gradual rise in impendences. Subsequently, (s-ICD) system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) systems low energy shock impedance measured 220 ohms. Technical services (ts) recommended an in-person evaluation along with x-rays and to consider defibrillation threshold (dft) testing. A review of historical impedance trend noted a gradual rise in impendences. Subsequently, (s-ICD) system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the device seemed to migrate all over. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) systems low energy shock impedance measured 220 ohms. Technical services (ts) recommended an in-person evaluation along with x-rays and to consider defibrillation threshold (dft) testing. A review of historical impedance trend noted a gradual rise in impendences. Subsequently, (s-ICD) system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the device seemed to migrate all over. No additional adverse patient effects were reported.